Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4909045. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of de novo urge incontinence, quality accepts the physician's observations.

Event description:
According to the available information, a (B)(6) patient experienced de novo urge incontinence after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. On (B)(6) 2016 (1st follow visit), the event was ongoing. The patient had a new surgery with a readjustable sling on (B)(6) 2016. The complication was resolved on (B)(6) 2016. According the investigator, the event is related to the procedure.